Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: b3, b5, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: general system board failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during the diagnostic procedure. There was a delay of 20 minutes where the customer could not see the screen. The procedure was completed using a similar device.

Event description:
It was reported, the liquid crystal display monitor exhibited power came on and off about every 10 minutes. No contact defects, 100v supply confirmed. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.